Event description:
Patient reported the upper aligner are pushing their teeth outwards. Advised patient to try hh fit tips and back track to u9 aligner and provided update.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.